Event description:
It was reported that a pt was scanned on a 1.5t signa twinspeed system and is reporting tinnitus and hearing loss. The pt was scanned without hearing protection. Since the incident, the pt has been evaluated by a healthcare professional and made multiple visits to the doctor for hearing problems.

Manufacturer narrative:
Ge field engineer (fe) evaluated the system and found no evidence of defective equipment or system malfunction that might have contributed to the incident. According to the facility, hearing protection was not used during the scan. Since acoustic levels of the system may exceed 99dba in the bore, hearing protection is required for all people in the magnet room during a scan. The system's operator manual provides a warning of the acoustic levels as well as instruction to use adequate hearing protection during a scan. The fe educated the site of requirements of pt exposure to mr-generated acoustic noise.